Manufacturer narrative:
A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. Analysis confirmed the device had therapy available at the time of the patient's death. This issue is discussed in the q2 2010 product performance report.

Event description:
Boston scientific crm received information that this device was explanted due to a patient death and returned. The patient death was not suspected to be related to the device. Upon return, initial routine device analysis revealed the device had failed to meet longevity expectations.